Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted valve-in-valve in a previously implanted aortic valve (sorin mitroflow 21), for unknown reasons. No further adverse patient effects were reported. 702263009. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).